Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the patient post-op complications. The medical records provided indicate the patient underwent multiple partial mesh excision procedures. Based on the information provided for the 09/2016 procedure, it is unclear at this time if all of the flat mesh was removed due to operative details stating "the vaginal cuff was then palpated and there was noted to be a small amount of rough-feeling mesh at this location. We removed as much of this mesh, to the best of our abilities." A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney, who alleges adverse outcomes associated with the use of the davol mesh. On (B)(6) 2009 - the patient was diagnosed with recurrent vaginal prolapse and occult stress urinary incontinence. The patient underwent a 2 part procedure which included implant of a non-bard davol transobturator sling and an abdominal sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2012 - (B)(6) 2015- the patient had multiple md office visits with complaints of pelvic pain, vaginal bleeding, dyspareunia and urinary tract infections. The patient had been diagnosed and treated in the office on multiple occasions for mesh erosion. The doctor indicated the patient had been recommended to continue to use a vaginal estrogen cream, however, the patient discontinued use several years prior and the patient's symptoms were "likely due to a combination of factors including her tender obturator muscles, atrophic vaginitis, scaring from her surgeries and mesh in her pelvis from erosion." Per md exam notes "mesh erosion at apex of vagina. An area of 1-2 cm of erythema and granulation was noted." On (B)(6) 2015 - the patient was diagnosed with mesh erosion and underwent a partial excision of exposed mesh. On (B)(6) 2015 - the patient had multiple md office visits with complaints of vaginal bleeding and a new area of granulation tissue on the posterior vaginal wall. This area was cauterized multiple times with silver nitrate and biopsied. On (B)(6) 2016 - the patient was diagnosed with recurrent granulation tissue in the posterior vaginal wall, inclusion cyst at the posterior vaginal wall. The patient underwent wide local excision of the posterior vaginal wall lesion. Per operative findings "there was no mesh found in this area and this did not necessarily appear to be mesh erosion. It in fact did appear to be more likely an inclusion cyst as there was a small amount of yellowish fluid released from a skin cystic structure during the dissection." On (B)(6) 2016 - the patient had a post op exam with a 2 cm area of granulation tissue noted which was cauterized with silver nitrate. On (B)(6) 2016 - the patient was diagnosed with persistent vaginal mesh erosion of the vagina. The patient underwent partial excision of the vaginal mesh. Per operative details, "the vaginal cuff was then palpated and there was noted to be a small amount of rough-feeling mesh at this location. We removed as much of this mesh, to the best of our abilities. This area was an extremely thin area overlying the prior abd sacrocolpopexy location."